Manufacturer narrative:
No device return anticipated due to the hospital is keeping the implant. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, whose left hip was initially implanted on an unknown date, underwent a revision on (B)(6) 2022, for instability. The poly was swapped, and they were revised to exactech size 3 crc 15mm. There are no reported issues with the surgical revision. The patient was last known to be in stable condition following the event. Product not returning - hospital keeps them. No other patient information reported. No additional information.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the hip instability and subsequent revision cannot be conclusively determined; however, it is most likely due to patient related conditions.

Manufacturer narrative:
B5: left knee. D2a: jwh. D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H11: h6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.